Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead ,lot# serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding an scs trial patient. It was reported that the patient¿s trial external neurostimulator (ens) died, her leads in her back might have shifted, so she met with a manufacture representative (rep) for reprogramming on (B)(6)2017. It was unknown if the issues resolved and it was noted that the patient only had the trial for two days. There were no further complications reported or anticipated.